Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10/26/2020. The complainant was unable to report the lot number; therefore the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the common bile duct on an unknown date. According to the complainant, during the procedure, the image of the spyscope ds ii was intermittently getting fuzzy and then showing all black screen. Reportedly, wiggling the input connection did not solve the issue. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.